Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime, compromised forced sensor system and excessive no delivery test. No motor error alarm noted. Motor passed motor test. Pump received with cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that the insulin pump had a motor error alarm. Customer was able to successfully clear the alarm and able to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.